Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cerebral infarction remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
Nine hours after an atrial fibrillation procedure, the patient developed a cerebral infarction. The patient could no speak normally but could understand. A brain CT results showed no cerebral hemorrhage, the branches of the m1 segment of the middle cerebral artery were reduced after bifurcation, some branches were severely narrowed, and the perfusion time of the left middle cerebral artery supply area was prolonged, which was considered acute cerebral infarction. Anticoagulant medication was administered, and the patient has since been discharged. The cause of the thrombus remains unknown. There were no issues noted during the procedure.